Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review the right ventricular lead exhibited oversensing and two mode switches. The patient visited the clinic on (B)(6) 2017. Programming changes were made on. The patient made a visit to electrophysiologist on (B)(6) 2017. The patient presented with complaints of nocturia, malaise, fatigue and poor appetite. The patient will continue to be monitored.